Manufacturer narrative:
Device to be returned. Customer letter requested. This was determined reportable per edwards lifesciences procedures. The DHR review has been started. Device not returned.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. The device was implanted to correct mitral regurgitation in 2010. CABG was also performed. After weaning the heart-lung machine, leakage from the central area of the valve was observed on the echo. It seemed to be about level ii regurgitation. After the extracorporeal circulation was re-started, regurgitation from the center of the valve was still obvious at the leakage test with saline. Device was explanted and mechanical valve was implanted as a replacement. Customer commented that it did not seem to be a sizing issue. Customer has requested for the leakage test.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.evaluation results:no inconsistencies detected. The valve was sent to research and development for functional testing.x-ray.conclusion: device was sent to research and development for functional testing. Report is in process.

Event description:
A customer reported an issue with freestyle navigator continuous glucose monitoring system. Upon visual inspection of the returned product, a crack/fracture was observed on the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
On 5/15/10 - research and development completed the functional test and concluded with the following: "this valve was explanted at implant due to reported ¿mitral regurgitation¿ stemming from the ¿central area of the valve,¿ based on echocardiography and a leakage test in saline performed by the surgeon. Edwards was not provided a copy of the echocardiographic recording and therefore, the reported central mitral regurgitation could not be confirmed. No information was provided on the reported leakage test in saline, such that the reported regurgitation could not be reproduced or confirmed. Functional evaluation under normal physiological conditions showed no central leakage. The total regurgitant fraction was 8.7%, which is less than the 15% maximum accepted by iso(B) (4). Some central regurgitation was observed under a low steady backpressure of 40 mmhg, which may explain the reported observation from the institution. However, the central hole disappeared under moderately low (80 mmhg) and normal (120 mmhg) back pressure. Most of measured leakage was apparently through the stent cloth assembly, and would be reduced to a negligible level shortly after the administration of protamine to reverse the effects of heparin."